Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that upon performing 3d long scan (3dls issues), the system indicated error message 'specify compatible navigation server on mvs (mobile viewing station).' Site reported they are attempting to perform spin for accuracy of screws. Site reported spine smart dose (ssd) was performed at the beginning of the case and the system has the correct enablement's. Site reported they have done two spins and issue unresolved. Site reported the imaging system was connected properly to the stealth station and all boxes were green for connections. Site reported another imaging system was brought into the case and pending if issue resolved. Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per complaint data. Log files are unavailable; the information is unknown because the rad tech that reported the issue no longer works at that site. From what I was able to gather the issue ended up being user error as they resolved it amongst their own team. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that probable cause was being user error.